Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that was able to connect to ctm in interstim x clinician app but message appears that app needs to be updated. Communicator updater: update to the latest version of the communicator app. Troubleshooting: close all apps, restart handset try the communicator updater app to see if message is referring to ctm firmware update, nothing happens in app, please wait message, check aw and on device and medtronic communication manager app is outof date running version 2.0.1314, 2.0.1344. Call neuts and ts doesn't have anything else to try rep has another handset not experiencing this issue, will use the other and contact neuro cs for replacement later.

Manufacturer narrative:
Continuation of d10: product ID hh9031snm lot# serial# (B)(6), product type h3: analysis of the handset [s/n (B)(6)] indicated that the complaint was verified. No logs were available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID hh9031snm serial# (B)(6) product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they had returned the product because it would not connect in the field. They were unable to troubleshoot with the technician over the phone so they had recommended they send it in.